Event description:
The pt called to report that pt used the suspect device to check pt blood glucose. Pt obtained a result over 400mg/dl. Pt took their meds as normal and acted very different. Family member took pt to the hosp where a lab glucose was performed and the result was 20mg/dl. Pt was admitted and treated for low blood glucose with an IV, sugar water and orange juice. Pt was kept for 24 hrs until their blood glucose rose tos 54mg/dl. The suspect device was replaced with new product and authorized for return to the MFR for eval. During the call the rptr stated the suspect device was not coded correctly to the test strips in use and that glucose control solutions were not used to check the accuracy of the system.